Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during tesing at the user facilty the device had metal shavings coming from it. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.